Event description:
A physician has fourteen occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. This particular pt has a phaco cataract extraction, right eye 1999. The pt subsequently developed what the surgeon describes as moderate vitritis leading to "vitrous tap" 10/10/99. The surgeon does not believe these reactions are lens related.